Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft. Microscopic examination of the balloon revealed a 15mm longitudinal tear from the proximal to distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the markerbands that could have contributed to the damage. Microscopic examination presented no damage or irregularities with the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.00mmx15mm emerge¿ balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.